Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for lipout was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of lipout was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of lipout. Bd was not able to identify a root cause for the indicated failure mode. Tube lipout can occur anytime the top of a tube encounters pressure and a hard surface. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the rim of the tube had a molding defect. The following information was provided by the initial reporter: damaged rim of tube.